Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that there was an insulin leak at the adapter of the insulin cartridge.